Event description:
As reported by the user facility: IV tubing alarming for multiple air bubble alarm. Lots of small bubbles found in tubing. Reported air bubble alarm for previous day shift. New tubing changed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.